Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue began on (B)(6) 2013, at 12:00 p. M. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes regimen in response to the alleged issue. The patient reported, 3 ½ hours after the alleged issue occurred, she began to feel ¿shaky¿. Between 3:30-4:00 p. M., the patient treated herself with a glucose tab. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that the batteries in the subject meter were not due to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.